Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to bending overload. The most likely cause of the failure mode was bending overload due to excessive force applied by the user.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a tibial distal left fracture procedure on (B)(6) 2014. During the procedure the periostal elevator was fractured during the realignment of the bone. A piece of the instrument fell into the patient's wound and was retrieved. A bent hohmann retractor was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay lot number which was unknown at the time of the initial medwatch.